Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed. No additional adverse patient effects were reported. The lv lead was explanted.